Event description:
It was reported patient underwent a total knee arthroplasty on unknown date. During the procedure, a ring fractured off the tibial handle of the vanguard mini alignment handle and into the patient's body. The ring was removed from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the instrument showed signs of extended use and the ductile fracture may have occurred due to shock or a quick overload applied to the tip.